Event description:
It was reported that during a da vinci si prostatectomy procedure, the image was flickering in both eyes of the surgeon console. The camera head and cable were replaced in an attempt to resolve the issue, however, the flicker continued to recur. An isi technical support engineering (tse) was then contacted, who provided troubleshooting instructions via telephone. The tse requested that the staff ensure that the camera cable connector is fully seated, shutdown and reboot the system, cycle the circuit breaker on the back of the vision cart while the system was off, and reseat the vision cable. After all of these actions were performed, the flickering remained. The patient had been under anesthesia for approximately 1 hour and 15 minutes and was docked to the system when the surgeon decided to abort the planned procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issue experienced by the customer was associated with the double camera controller (doco). The doco refers to the two camera controller units (ccu) that control the acquisition and processing of the image from the camera. One ccu is assigned to the surgeon's right side image (right ccu) and one to his left (left ccu). The system was repaired by replacing the affected doco. The doco was returned to isi for evaluation and engineering determined that the flickering issue experienced by the customer was most likely caused by a poor conducting connection between the camera and camera cable. As may 20, 2010, there have been no reported recurrences of the issue at this hospital.